Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a broken screen and keyboard. It was also indicated that the programmer was to be scrapped due to excessive internal corrosion throughout the programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a cracked screen and broken keyboard. The programmer was returned for service. There was no patient involvement.